Event description:
It was reported that a ht70 plus ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the single board computer (sbc) board. The unit passed all testing and operated within the manufacturing specifications.